Event description:
Difficult to remove the delivery system: when the physician attempted to remove the delivery system of the main bifurcated stent-graft, the tip was caught on the lock stent on the distal side (the ipsilateral leg). The tip was able to be retrieved by manipulating a guidewire, and the entire delivery system was removed. The subsequently, the procedure was successfully completed. Operation type: evar. No blood loss. (Tc# (B)(4)). Patient outcome - "no health damage to the patient."

Event description:
Difficult to remove the delivery system: when the physician attempted to remove the delivery system of the main bifurcated stent-graft, the tip was caught on the lock stent on the distal side (the ipsilateral leg). The tip was able to be retrieved by manipulating a guidewire, and the entire delivery system was removed. The subsequently, the procedure was successfully completed. Operation type: evar. No blood loss. (B)(4). Patient outcome: "no health damage to the patient."